Event description:
On (B)(6) 2008, customer reported a sample ID barcode misread while using the coulter lh 750 hematology analyzer. Sample ID barcode number was (B)(6). The coulter lh 750 hematology analyzer read the sample ID barcode number as (B)(6) and generated a 'no match' error. No erroneous results were reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The field service engineer determined that the checksum digit feature was disabled. The sample barcode labels used by the customer were evaluated. The labels failed reflectively of media, reading from 67% to 76%. The minimum should be 80%. The root cause of the event is attributed to poor quality sample barcode labels and lack of checksum digit. Beckman coulter recommends use of checksum digit feature. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.